Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with swelling of bilateral testes and pain with use of the device. The right side presented greater swelling than the left. There has been no surgical intervention, and there were no additional patient complications reported.

Manufacturer narrative:
Updated b5 describe event or problem.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with swelling of bilateral testes and pain with use of the device. A couple months later, the swelling and pain resolved. There has been no surgical intervention, and there were no additional patient complications reported.